Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that they went to the hospital because his blood glucose went to over 600 mg/dl due to not having supplies. Customer states the insulin pump started beeping because it needed a battery. The pump has no power. They are unable to exit the "load reservoir" process. Customer did not receive complete status with next highlighted on the screen. Customer was trying to complete the reservoir and tubing process but every time he presses the reservoir and tubing button, the screen goes blank, and insulin pump is vibrating. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.